Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for a prostate procedure, the aim beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 72,779 joules. No patient or end user injury was reported, and the patient outcome was reported as "fine". The procedure was completed with a second fiber.